Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 27mm navitor transcatheter aortic valve was selected for implant on (B)(6) 2024 using a large flexnav delivery system. The patient had a pre-existing condition of atrial fibrillation. A pre-bav was performed with a non-abbott balloon. Post-pre-bav the patient went into heart block. The device was implanted. The final implant depth was 4mm. A permanent pacemaker was implanted on (B)(6) 2024. The patient status was stable.

Event description:
It was reported that a 27mm navitor transcatheter aortic valve was selected for implant on (B)(6) 2024 using a large flexnav delivery system. The patient had a pre-existing condition of atrial fibrillation. A pre-bav was performed with a non-abbott balloon. Post-pre-bav the patient went into heart block. The device was implanted. The final implant depth was 4mm. A permanent pacemaker was implanted on (B)(6) 2024. The patient status was stable.

Manufacturer narrative:
An event of heart block (left bundle branch block) after device implant was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Information from the field indicated that the patient had a pre-existing condition of atrial fibrillation, there was no calcification extending beneath aortic annular plane in the interventricular septum, and the implant depth was 4mm from the non-coronary cusp (deeper than the recommended 3mm). It was also noted that the patient went into heart block after the pre-balloon aortic valvuloplasty (pre-bav) and before the valve was introduced into anatomy. Based on all available information, the reported heart block appears to be related to procedural conditions (pre-bav). There is no indication of a product quality issue with regards to manufacture, design, or labeling.